Event description:
Pt admitted for myomectomy. During procedure physician noted loop had broken and pieces "were missing". Physician used sharp curette and two broken pieces located. During/as a result of attempts to locate pieces, pt sustained perforation of uterus. Procedure cancelled as a result only 75-80% "myona" removed. Pt stable post op. Physician performed 3 procedures that day. This was 2nd procedure. During 3rd procedure loop from same lot broke. No pt injury. The equipment in question is owned and was purchased by hospital. Therefore, the manufacturer and lot number are unknown and unvailable to reporter. The doctor did notify the operating room staff of this incident.